Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. The patient was connected at the time of the alarm. This occurred during dialysate infusion of peritoneal dialysis therapy. The patient switched to continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2240 was identified during a review of the event history log and determined to be the reported problem. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Electrical testing was performed with no issues noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.